Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon appeared to be longer than expected. The 90% stenosed target lesion was located in the av anatomosis site of a shunt in the moderately tortuous and mildly calcified right forearm. A 5.0mmx20mmx143cm fg coyote nc mr balloon catheter was selected to dilate the lesion. During the fifth inflation at 18atms, the length of the balloon seemed to be stretched to 40mm. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. Tactile and visual inspections were performed. There was contrast in the inflation lumen and in the balloon. The exit notch was twisted. The catheter was soaked in a water bath to loosen contrast prior to functional testing. The device was pressurized to nominal pressure using an inflation device filled with water to measure balloon dimensions. The balloon body measured 20mm which meets the coyote nc product specification. Markerband to balloon cone transitions were measured and both proximal and distal measure < 1mm from the outside edges of the markerband to the balloon cone waist transition which meets the requirements per the coyote nc product specification. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon appeared to be longer than expected. The 90% stenosed target lesion was located in the av anatomosis site of a shunt in the moderately tortuous and mildly calcified right forearm. A 5.0mmx20mmx143cm fg coyote nc mr balloon catheter was selected to dilate the lesion. During the fifth inflation at 18atms, the length of the balloon seemed to be stretched to 40mm. The procedure was completed with this device. No patient complications were reported and the patient's status was good.